Event description:
It was reported bodily fluids from a pt soaked through the mattress of a stretcher. It was reported the hospital hosed down and cleaned the stretcher twice before putting back into service. It was then reported when the next pt sat on the mattress, bodily fluids seeped through the mattress and onto the pt.

Manufacturer narrative:
The operations manual states the following regarding power-washing the stretcher: "remove the mattress prior to washing the unit; do not wash the mattress with the stretcher." The mattress was not returned to the manufacturer for eval due to biocontamination. The specific serial number of the stretcher involved in the reported incident could not be identified by the customer, however, the mattress serial number was reported.